Manufacturer narrative:
(B)(4).

Event description:
Pairingit was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.